Manufacturer narrative:
The tina-quant hemoglobin a1cdx gen.3 reagent lot number is 801605, and the expiration date was not provided. The investigation is ongoing.

Event description:
There was an allegation of a questionable low tina-quant hemoglobin a1cdx gen.3 result from the cobas c 513 analyzer for one patient. The initial result was 3.4 %. The low result did not match the patient's clinical picture, as the patient has no history of hemoglobin variant/thalassemia, and had a consistent hba1c result of ~7.4% in the past year. A new sample was collected on (B)(6) 2025, and the result was 7.4% the initial sample was discarded and could not be rerun.

Manufacturer narrative:
The result from 11-aug-2025 of 7.4% was deemed to be correct. A field service engineer (fse) checked the analyzer and did not report any related hardware findings. The investigation was unable to determine a direct root cause. The customer has not reported any further issues since the fse's service checks, and the issue is considered to be resolved.